Event description:
A physician reported that during a combined phacoemulsification and vitrectomy surgery an ophthalmic system exhibited popping sound and appeared to start leaking gas, causing the screen to shut off and the equipment to stop functioning. Additional information clarified that the patient had no vision in one eye and reduced vision in the operative eye prior to surgery. At the time of the event, the physician was in the middle of a fluid-air exchange. Air infusion had begun, and the posterior segment was being maintained by air. During infusion, the physician heard a popping sound from the system. Immediately afterward, the system appeared to leak gas, the display shut off, and the equipment stopped functioning. At the same moment, the physician observed that the optic nerve turned white. In response, the physician promptly removed the cannula from the eye, disconnecting the eye from the air infusion. The surgery was then completed using another ophthalmic system. Following the procedure, the physician confirmed that the patient, who had limited vision prior to surgery, experienced further vision loss in the operative eye and the physician confirmed that the patient can see hand motion. As current condition of the patient was not known. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).